Event description:
Patient placed on puritan bennett 840 ventilator in ed; the ventilator alarm "no air" noted. Patient was on a fi)2 of 100% per md order and therefore no harm to patient. Maintenance department to check the piped in air in this room and then contacted therapist on duty and instructed to not place ventilator in ed; signage posted as well. No problem with ventilator after investigation.